Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, underweight, part of the shell is missing. A microscopic analysis was performed which identify sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 01/24/2011 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure, malposition-ndr, cyst-ndr skin rash/dermatitis-ndr, asymmetry-ndr, nipple sensation increase/decrease-ndr.

Event description:
Physician reported left side suspected rupture. The rupture was confirmed per MRI. Physician also reported bilateral breast cysts not device related, left side skin rash, and skin rash was determined to be non-device related, left side asymmetry, and dr.'s office confirmed that asymmetry is not device related. Also bilateral nipple hypersensitivity and left side malposition reported not device related and bilateral exchange from textured to smooth due to the patient concern with the product. The device remains implanted.